Event description:
It was reported the intraocular lens (iol) was fully inserted into the patient's ocular sinister (left eye). The iol was removed during the same procedure due to bent/broken haptic and the lens came out in pieces. A non-johnson & johnson surgical vision lens was implanted as the replacement iol. Account indicated that an anterior vitrectomy was performed. Patient status is unknown. No further information is available.

Manufacturer narrative:
Patient weight and ethnicity and race: unknown as information was asked but not provided. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. The device was not returned for evaluation; therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to contact the customer account requesting additional information regarding the complaint; however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: oct 07-oct-2022. Section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half, with an additional cut on one of the optic halves. The lens was cleaned and, additional damage to optic body could be observed. No issues with the haptic were identified. Based on the return condition of the lens, no further product evaluation can be performed. Complaint issue " dc-lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue dc-haptic damaged¿ was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.